Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website indicating that this electrode exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future. New information was received indicating during a troubleshooting appointment in the office that noise/artifacts with primary vector could be easily reproduced when patient twisted upper body right and left and lean forward. Example of twist upper body towards left: an electrode fracture in the pocket. Ts provided recommendations for surgical intervention in the near future. At this time the electrode remains implanted. No adverse patient effects were reported. New information was received indicating that a system revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported an alert posted to the latitude website indicating that this electrode exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future. New information was received indicating during a troubleshooting appointment in the office that noise/artifacts with primary vector could be easily reproduced when patient twisted upper body right and left and lean forward. Example of twist upper body towards left: an electrode fracture in the pocket. Ts provided recommendations for surgical intervention in the near future. At this time the electrode remains implanted. No adverse patient effects were reported. New information was received indicating that a system revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis. The electrode has been returned, and product analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported an alert posted to the latitude website indicating that this electrode exhibited over-sensed noise, resulting in an inappropriate shock. The patient went to the clinic for evaluation. The patient advised the physician, they were sitting down and as they stood up, they received a shock. The physician advised that there was a history of untreated episodes. The physician performed initial troubleshooting, in the primary vector. The physician could recreate the similar noise, only the typical myopotential noise, which was appropriate discriminated as noise. X-ray images were completed. The physician requested to have data from this device analyzed. A technical service (ts) consultant reviewed device data and x-ray imaging. Ts confirmed after reviewing the device data, there was over-sensing of noise, resulting in inappropriate shock, r-wave amplitude decreasing, with baseline unstable and signal saturation. Ts provided recommendations for additional troubleshooting, and additional x-ray imaging. Ts reported x-ray images are not visibly clear enough, to evaluate the device header or the electrode insertion into device. Ts suspects an electrode integrity issue or a connection issue between the device and electrode. This device and electrode remain implanted. No additional adverse patient effects were reported. The patient is scheduled to return to the clinic for a follow up in the near future.